Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's family that the patient had passed away. It was indicated that the implantable cardioverter defibrillator (ICD) did not alert when it stopped working. Follow up was unable to identify in what manner the ICD had not been functioning as intended.